Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized despite use of working outlets, different wall adapters, and different charging cables, although pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, and technical support arranged a replacement, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days.